Event description:
A morbidly obese pt with severe gerd for greater than 10 years, requiring proton pump inhibitor (lansoprazole) therapy, provided consent to undergo endoscopy and radiofrequency energy delivery for mgmt of their disease. The pt had a past medical history notable for morbid obesity, possible sleep apnea, and a psychiatric history of depression/schizophrenia. They were taking venlafaxine, quetiapine, lansoprazole, and phentermine. The procedure was initiated with propofol and fentanyl sedation. Within the first few mins of the procedure, the pt developed a bradyarrhythmia followed by asystole. The arrhythmia was not amendable to resuscitation and the pt expired. By report, the post-mortem examination revealed cardiomegaly, but no evidence that the arrhythmia was device-related. Independent medical review of the available info by two outside clinicians determined that the radiofrequency energy device used in the procedure did not malfunction and did not cause or contribute to the pt's arrhythmia and subsequent death. These experts concluded that the pt's morbid obesity and associated pathophysiology, and the unk pharmacologic interactions of their baseline pharmacologic regimen, predisposed the pt to bradycardia and untreatable asystole. In addition, the pt was sedated with propofol and fentanyl. Propofol is reported in several publications and its labeling to cause bradycardia, hypotension and asystole, an effect potentiated by narcotics. Fentanyl is also associated with bradycardia secondary to decreased sympathetic outflow.